Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. E.1. Address was not located and il was used. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had leakage. The following information was provided by the initial reporter: material: unknown, batch#: unknown. Rcc received a complaint via email. Complaint number(s): (B)(4). Product sku: 26001 - dnosyr 3ml l/l, 153239- dnqsyringe 10ml ll bns, 153245- dnqsyringe 5ml ll bns. Product lot number: unknown. Complaint details: good morning, all. I have been notified as of this morning on (B)(6) 2025 that three of the physicians at our facility have reported syringes specifically from out procedure trays dynjra1955a have been leaking. There are no reports of any other of our syringe supplies having this issue, it just seems to be the syringes that are in the trays. It is not one size syringe; it appears to be randomly all of them.

Manufacturer narrative:
(B)(4) follow up as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.